Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning and maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by(B)(6) that during service and evaluation, it was discovered that the electric pen drive device had an auto run (ran by itself). It was further reported that the electronic control unit (ecu) was faulty and there was water stains on the motor surface. It was further determined during the pre-repair diagnostics assessment that the device failed for check direction of rotation, check function with test hand switch, check function with foot pedal and for check power with test bench, min. 45 to 90 w. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturer location was unknown in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as oct 16, 2007. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.